Event description:
The customer contact reported an unrequested bolus dose was delivered. At an unspecified time, the device was programmed in the pca only mode to deliver morphine sulfate 1mg/ml, with a 1mg pca dose, an 8 minute pt lockout, and 30mg 4 hour limit. The pt was receiving physicial therapy when the therapist heard a "beep" from the device. After an unspecified length of time, the device was moved, a beep was heard, and the display incremented a dose was delivered. The pt had not pressed the pt pendant. The nurse was notified. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical use. During testing by the user facility, it was noted that "the pt cord connector was broken." The customer stated that they, "performed self test procedure per manual and all tests passed." On 10/19/06, during additional testing by the user facility, "received unit, it would not infuse meds due to the pt pendant input jack broken. I replaced pt pendant input jack and unit still would not infuse meds due to a substance/solution that had leaked into the pt pendant at the push button causing a high resistance short when the button was pressed." The pt pendant was replaced and the device passed all testing. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility after the pt pendant was replaced. The device was returned to clinical service. The device history was download at the user facility. A review of the history shows the device was powered on at 1552 and programmed to deliver a drug concentration of 1mg/ml in the pca only mode, with a 1mg pca dose, an 8 minute pt lockout, and a 30mg 4 hr limit. At 1553, the door was locked. At 1559, the door was opened. At 1600, a 2mg loading dose was delivered and the door was locked. Between 1747 and 2132, there were six 1mg pca deliveries. A new date stamp of 10/10/06 occurred. Between 0051 and 0503, there were seven 1mg pca deliveries. At 0550, the door was opened, a total of 15mg was cleared, and the door was locked. Between 0558 and 1031, there were seven 1mg pca deliveries, 1 unmet demand, and the door was oepned and locked. Betwen 1035 and 1040, there was one 1mg pca delivery, 4 unmet demands, the door was oepened, there was a vial alarm, a check syringe alarm and the device was powered off.